Event description:
The customer reported that the system exhibited arcing and lost fluoroscopic x-ray functionality.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was evaluated and replaced. The system was tested and found to be working as intended and returned to service.